Manufacturer narrative:
Product information has now been received. Section d has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged black molds in the device and was hospitalize several times because of pulmonary distress, developed asthma, reactive airway disease, sore throat and cough. The patient was reportedly hospitalized in response to the event and undergoing the medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pulmonary distress. The patient was reportedly hospitalized in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.